Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the cause of death was cardiopulmonary arrest, prostate cancer, hypoxic respiratory failure and cardiomyopathy. It was alleged by the patient's family that the implantable pulse generator (ipg) system may have been related to the death.